Manufacturer narrative:
Concomitant medical products: 377775, pain stim lead, implanted: (B)(6) 2005; 37712, pain stim ipg, implanted: (B)(6) 2008; 37743, neuro programmer, implanted: (B)(6) 2008; 37752, neuro recharger, implanted: (B)(6) 2008.

Event description:
It was reported that a long pause in pacing was observed in telemetry during the patient's atrial fibrillation (af) episode. It was also noted that the patient's optivol impedance had been falling dramatically, and potassium level was off at the time. No cause was ever determined for the long pause, however the physician was satisfied with further testing that was done. The device and leads were functioning within parameters. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.